Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) did not stick properly to the vessel wall because the balloon failed to properly anchor to the vessel wall after pressing button 1. The balloon pulled through the arteriotomy. There was damage to the sealant sleeves after removal. Because button 1 was not fully deployed, the "sealant couldn¿t place on extravascular". So, the sealant was not properly deployed and out of the patient¿s body with the device and remained "exposed to the device". The procedure was completed using manual compression. There was no reported patient injury. The procedure was an interventional peripheral procedure using a retrograde approach. The user is mynx certified. The mynx vcd was stored and prepped according to the instructions for use (IFU). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. The sealant was deployed. The balloon was not ruptured. The device will be returned for evaluation. Addendum: two pictures were sent for analysis. The first image shows the handle of the device with blood on it. Button one appears to be not depressed and button two appears to be depressed. The second picture shows the sealant sleeves that are split with the sealant exposed. There is something at the end of the device that cannot be identified.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot# f2122901 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot# f2122901 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) did not stick properly to the vessel wall because the balloon failed to properly anchor to the vessel wall after pressing button 1. The balloon pulled through the arteriotomy. There was damage to the sealant sleeves after removal. Because button 1 was not fully deployed, the "sealant couldn¿t place on extravascular". So, the sealant was not properly deployed and out of the patient¿s body with the device and remained "exposed to the device". The procedure was completed using manual compression. There was no reported patient injury. The procedure was an interventional peripheral procedure using a retrograde approach. The user is mynx certified. The mynx vcd was stored and prepped according to the instructions for use (IFU). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. The sealant was deployed. The balloon was not ruptured. The device will be returned for evaluation. Addendum: two pictures were sent for analysis. The first image shows the handle of the device with blood on it. Button one appears to be not depressed and button two appears to be depressed. The second picture shows the sealant sleeves that are split with the sealant exposed. There is something at the end of the device that cannot be identified.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) did not stick properly to the vessel wall because the balloon failed to properly anchor to the vessel wall after pressing button 1. The balloon pulled through the arteriotomy. There was damage to the sealant sleeves after removal. Because button 1 was not fully deployed, the "sealant couldn¿t place on extravascular". So, the sealant was not properly deployed and out of the patient¿s body with the device and remained "exposed to the device". The procedure was completed using manual compression. There was no reported patient injury. The procedure was an interventional peripheral procedure using a retrograde approach. The user is mynx certified. The mynx vcd was stored and prepped according to the instructions for use (IFU). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. The sealant was deployed. The balloon was not ruptured. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was depressed approximately 2/3 of its total travel with the clock symbol visible in the tension indicator window. Button 2 was fully depressed with stopcock open. A compatible terumo pinnacle 5f procedure sheath was locked on the sheath catch. The sealant was on the atraumatic wire, exposed to blood and abutting the sealant sleeve assembly. No splits or tears were observed in the sealant sleeve assembly as received. The syringe was not returned with the device. Per photograph analysis, 2 pictures were received for analysis. The first picture shows the handle of a 6f/7f mynx control vascular closure device laying in a close clamshell tray with blood on it. Button one appears to be depressed approximately 2/3 of its total travel, and button two appears to be fully depressed. The leading to opening of sealant sleeve. The second picture shows the distal portion of a mynx control device with the sealant on the atraumatic wire, abutting the distal tip of the sealant sleeve assembly. The sealant appears to be exposed to blood and swallow. It cannot be identified if the sealant sleeve assembly is damaged or split. Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. The slit length was verified and noted to be within specification.per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and pressure was maintained with proper functioning of the inflation indicator. Button 1 was reset to the factory settings, and a simulated deployment test was performed on the returned device. Button 1 was able to be depressed fully with the clock symbol visible in the tension indicator window. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Per microscopic analysis, there was no frayed, split or torn observed in the sealant sleeve assembly of the returned device. A product history record (phr) review of lot f2122901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿, ¿sealant sleeves frayed/split/torn- in patient¿, and ¿button one frozen/locked¿ were not confirmed during analysis of the returned device. The device preformed as intended per the IFU. The exact cause of the reported events could not be conclusively determined. Procedural factors may have contributed to the reported events. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the events experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.